Event description:
A site reported that they believe, the output of the vaporizer was lower than expected. There was no report of patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.